Manufacturer narrative:
The customer returned the suspect strips and the meter. The relevant retention test strips (lot 206466) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable. The returned meter and strips were tested with quality control material. The obtained quality control values were in the allowed range for the strip lot and the quality control lot. The returned and the retention material meets the specification.

Event description:
The customer stated that while using the coaguchek xs plus meter (serial number (B)(4)), a result of 6.3 inr was obtained on the patient at 1:37 pm. At 2:24 pm a laboratory result was 3.6 inr. It is not known if the laboratory uses the dade innovin reagent. The customer is a pharmacist who stated that medical treatment was provided by holding the patient's warfarin for one day and giving her a 2.5 mg dose of vitamin k based on the 6.3 inr meter result that was believed to be incorrect. The patient's therapeutic range is 2-3 inr. The patient is not on heparin or any direct thrombin inhibitors. She does not have any antiphospholipid antibodies. It was stated that the patient was bruised, however, where the bruise was and the size of the bruise was not described. The customer stated the patient had left and that an attempt would be made to call the patient back and find out how she is doing. Multiple attempts were made to obtain that information from the customer, however, no information was provided. The suspect product was requested to be returned and the replacement product was sent.